Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer with an implantable neurostimulator (ins). The patient de scribed an uncomfortable and painful burning in and near the abdominal ins pocket. It was independent if the stimulation was off or on. It was unknown what factors contributed to the issue. The ins was checked via telemetry with "no salience". Reprogramming was attempted with no improvement of the patient outcome. The doctor decided to replace the ins and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.